Manufacturer narrative:
(B)(4). Device was received with blank display due to cracked and bleeding on lcd glass. Device was received with missing serial number label. The p-cap locks properly into place. Unable to verify no communication due to blank display.

Event description:
Information received by medtronic indicated that there was issue on the screen and sticker was faded. The customer stated that they could see only quarter of the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.